Event description:
Reviewed surgeon's database report and found no comments included. Reviewed pt x-rays and found a broken pediatric fin nail and a non-union of the fracture. Surgery will be required to replace the im nail and repair the f/x site.